Event description:
The initial reporter complained of qc issues on a cobas e 411 immunoassay analyzer. The customer repeated patient samples that had been reported outside of the laboratory and discrepant results were identified for 1 patient sample tested for procalcitonin (pct). The initial result was 0.278 ng/ml. This result was reported outside of the laboratory. The repeat result was 0.999 ng/ml. A corrected report was issued. The pct reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found a tube coming from the bottom side of the sample/reagent pipetter syringe was loose and leaking. The fse tightened the tubing to the syringe and performed sample/reagent primes. The customer ran qc with acceptable results. The service actions resolved the issue. Na.